Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during fill was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during fill. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and had the hp end therapy. The hp stated they would use manual supplies for tonight. The tsr reviewed proper procedures per the user manual with the hp. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The hp stated they finished with manual supplies and informed their nurse about the alarm. The lot number was unknown and the supplies had been discarded. The hp has continued therapy with no injury or medical intervention reported as a result of this incident.